Event description:
It was reported that this right ventricular (rv) lead was suspected of being fractured. There was sudden spike in rv pacing impedance measurements up to greater than 3000 ohms, which was out of range. While in the bipolar sensing configuration, there was oversensing of noise which resulted in asystole. During a follow-up appointment, the sensing configuration was switched to unipolar. Later, this lead was surgically abandoned during scheduled generator upgrade procedure. A new rv lead was successfully placed in the rv septum. No additional adverse patient effects were reported.